Manufacturer narrative:
(B)(4). The customer purchased a replacement gas delivery engine (gde) in order to resolve the reported issue. The suspect gde was returned to carefusion and is currently pending an evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer claims thie internal battery on this unit was getting hot. He replaced the internal battery and the avea ventilator was working fine for about an hour but then it stopped cycling and he claims there was a burning smell coming from the battery area. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire medical failure analysis lab (fa) received the suspected gas delivery engine (gde). The fa engineer cycled the device in the user mode. A physical inspection found j17 connector damaged on the transducer communication alarm (tca) board no other anomalies found. The device was cycled on, which displayed multiple alarms including ¿vent inop¿. The error log was reviewed, which logged a ¿bad cal exv¿. The calibration data was reviewed, calibration was performed on the transducers and characterization of the valves, which all passed. On repeated cycling of the device the alarm conditions and inoperative condition were no longer present. Power testing and charging of the internal battery was performed, which met manufacture specifications. At this time, the reported burning smell/hot internal battery was not duplicated therefore a definitive root cause could not be determined. However, the unit not cycling was duplicated, which was due to a failed exhalation valve characterization. The root cause of this event was the equipment out of calibration.